Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.

Event description:
It was reported that the cage was attached properly to inserter by scrub tech. The surgeon lightly mallets the inserter to implant into patient. As he strikes the inserter the cage cracks in 2 different places. The thin supports between each screw hole on the anterior side cracked deeply into the peek and the implant needed to be explanted and replaced.